Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Similarly, the returned unit was functionally tested and it performed according to specifications. The condition of the returned incident device was not consistent with the complaint; that the needle tail was bent. The evaluation found that the device was within manufacturing specification. Additionally, the account confirmed that the correct device was returned for evaluation. Therefore, the complaint was not confirmed a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The age, gender and weight are unknown. (B)(4), (needle tail bent). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2011. According to the complainant, during procedure, the nurse tested the device and it opened and closed properly. The device was passed down the scope and when the biopsy forceps exited the scope, it looked like something was sticking out of the side. No biopsies were taken with this device and the device was immediately removed from the patient. Once removed from the patient, the device was inspected again and it looked like a spur was sticking out on one side. The device was tested again, and the jaws opened and closed properly, the pull wires were not broken. The procedure was completed with another radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during an esophagogastroduodenoscopy procedure performed on (B)(6), 2011. According to the complainant, during procedure, the nurse tested the device and it opened and closed properly. The device was passed down the scope and when the biopsy forceps exited the scope, it looked like something was sticking out of the side. No biopsies were taken with this device and the device was immediately removed from the patient. Once removed from the patient, the device was inspected again and it looked like a spur was sticking out on one side. The device was tested again, and the jaws opened and closed properly, the pull wires were not broken. The procedure was completed with another radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.